Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, however the assembly could not be inserted from the puncture site. The angio-seal device was not used. There was no health damage to the patient. The blood loss was less than 250cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used is 6 fr. The puncture site and the vessel diameter are unknown. There were no other devices or equipment used with the reported product. Additional information was received on 07jul2020. The type of procedure performed was a catheter embolization. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.